Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing resulting in stored atrial tachy response (atr) episodes. Technical services (ts) recommended programming options. This device remains in service. No adverse patient effects were reported.